Event description:
Reference MDR #1219856-2010-00230 for the first event, MDR #1219856-2010-00231 for the second event and MDR #1219856-2010-00232 for the third event involving same pt. It was reported that a male pt needed an intra-aortic balloon (iab) inserted prior to sending pt for coronary bypass surgery. The rn called the hotline to state that "about 2 weeks ago, the iab got "stuck" in the super arrow-flex (saf) sheath with a side port. Per the rn, "the iab was almost out of the sheath and inside the pt when it became stuck." The md had to remove the catheter with the sheath as one unit. The spring wire guide (swg) remained in the pt. The md made a request for another iab. The fifth iab was a non fiberoptic sensor (fos) iab and the md upsized the sheath to a 10 fr due to the bleeding at the insertion site. The rn explained that the bleeding was caused by the repeated insertion attempts.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.